Event description:
It was reported to philips that the system geometry movements were not available. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received confirmed that the procedure that was to occur when the issue happened was completed as planned after the system was restarted. The issue occurred during the pre-operation boot up test. No harm to the patient or user was reported to philips. A philips remote service engineer (rse) contacted the customer and confirmed the c-arm could not be adjusted. Remote reading of the system logs indicated that the geometry pc (geo ipc) had experienced a communication timeout. The rse recommended an onsite service. A philips field service engineer (fse) inspected the system onsite and confirmed that that geometry movements were not available. Troubleshooting and assessment of the system log files determined that the geo ipc had no communication. The geo ipc was determined to be defective and the fse replaced it. The geo ipc was returned for analysis. Failure analysis found that the geo ipc hard disk drive (hdd) and rtc battery had failed and the system would not boot due to a "wrong hdd installed" error. After replacement of the geo ipc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.